Event description:
Pt was a pedestrian who was hit by a car and brought to the hospital. Six days later they decompensated and a code was called. An airleak was discovered in the et tube after the initial intubation. They required reintubation with a second et tube. The first et tube was discovered to have a broken balloon. Facility does not know the cause of the break. Pt died five hours later. At this time facility does not know the cause of death.